Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he woke up with a blood glucose value of 378 mg/dl. Customer took 7.3 units and his blood glucose went up to 402 mg/dl. Customer treated with the insulin pump. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer's blood glucose went down to 358 mg/dl. Customer was advised to do a complete set change. Customer also called in for assistance with programming the pump since the meter was not communicating with the pump. Customer's blood glucose was 99 mg/dl at the time of the incident.